Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 528 mg/dl. Cause of high bg was not known. Reportedly, customer's continuous glucose monitor was unavailable due to a non-tandem transmitter issue. Customer administered a manual injection to address the issue and went to the emergency room (ER) with moderate ketones. No treatment was provided by ER staff as customer's bg decreased following manual injection. The customer continued to use the pump for insulin therapy.